Event description:
Pt underwent elective left total knee replacement with insertion of prosthesis. While surgeon was using the system 6 stryker sagittal saw, the blade broke at the point of insertion onto power handpiece. Both blade & power handpiece removed from service. Stryker sagittal blade.